Event description:
The facility reports the pt was being transferred from the bed to a chair. As the pt was suspended and the bed was being moved away, the lift went down by itself. They were able to replace the bed before any injuries occurred.